Event description:
The pt was near a lightening strike and lost stimulation for about 3 days. The implantable neurostimulator was in a power on reset condition and unresponsive to telemetry attempts by the physician and pt programmer and the recharger. The reason for the power on reset was no identified. Multiple 'poor communication' error messages were found using the pt programmer. A physician mode recharge was initiated and power on reset was cleared. The pt was able to regain stimulation and recharge normally.